Event description:
Additional information was received from the healthcare provider via a device manufacturer representative indicated that an image confirmed that the anchor was intact and that the catheter was patent. A new stylet from a 8598a was inserted into the existing catheter and the hcp was able to get it back to t7 where it was originally placed. A new anchor was used to ensure that the catheter stayed in place.

Manufacturer narrative:
Continuation of d10: product ID 8598a lot# serial# (B)(6), implanted: (B)(6) 2021, explanted: product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2021, product type catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 12-aug-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving fentanyl (1000 mcg/ml at 600.1 mcg/day) and bupivacaine (10 mg/ml at 6 mg/day) via an implantable infusion pump for non-malignant pain. It was reported that the patient came in for a dye study on (B)(6) 2021 and they were able to successfully clear the catheter and push dye through; however, it was determined that the catheter migrated from t7 to t10. The factors that may have led or contributed to the issue were unknown. They have placed orders for a catheter revision to be scheduled, which the procedure date had not yet been determined. Of note, the hcp programmed a catheter prime. The issue was not resolved at the time of report. The patient's weight and medical history were asked and will not be made available. The patient's status at the time of report was alive - no injury.